Event description:
A nurse reported that the vitrectomy probe stopped cutting during a vitrectomy procedure. The issue was resolved by replacing the product with new one and the procedure was completed. It is unclear whether the surgery was finished on the same day. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.